Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the down arrow button on the device and the grey trim around the perimeter of the display was damaged. There was no reported patient or user involvement and no adverse patient/user impact.